Event description:
It was reported that following routine cataract surgery with intraocular lens implant, the patient had an unexpected post operative refraction. Physician suspects lens was incorrectly labeled for diopter.

Manufacturer narrative:
The returned lens was measured at the optical bench, results show that the affected lens was diopter 10.00 as labeled. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.